Manufacturer narrative:
Additional information was added to h4 and h6. H4: device manufacture date - the lot was manufactured between april 7-9, 2025. H11: the actual device was not available; however, photographs were received for evaluation. The returned photographs were reviewed, and it was noted that there was a pool of fluid inside the device¿s bottle which suggested a rupture may have occurred. The reported condition was verified. The cause of the reported condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the bladder of a large volume infusor ruptured. The bladder rupture occurred during preparation of the infusor when filling with the narcotic drug tramadol and saline. There was no patient involvement. No additional information is available.